Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
This patient is enrolled in the tag 08-01 study for evaluation of the conformable gore&#59412;® tag® thoracic endoprosthesis for treatment of acute complicated type b aortic dissections of the descending thoracic aorta. Trialmaster® is the clinical study database (csd), capturing the data through the tag 08-01 module. The above information was obtained from the csd. On (B)(6) 2010 the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat a type b dissection. The patient was discharged on (B)(6) 2010. On (B)(6) 2016 the patient died due to aortic rupture. The the relationship was reported as unrelated to device or endovascular procedure.